Event description:
During event history review of a colleague pump it was discovered that a battery depleted set alarm occurred twice during infusion and caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and is currently being evaluated. A follow-up medwatch report will be submitted with the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has performed a trend review and there have been similar reports made. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause is depleted main batteries. The main batteries and harness have been replaced. Additional: a service history review revealed that this device has not been previously serviced by baxter. A device history review was performed and there were no exceptions noted during the manufacturing of this product.